Event description:
The blade was oozing a black substance into joint while the area was being shaved. The blade was removed. The black matter was shaved off with a different type blade. Surgery was completed without further issue.

Manufacturer narrative:
Device has not been returned for evaluation.